Event description:
It has been reported to us that during the procedure, the distal tip of the diagnostic catheter separated from the shaft and remained inside the patient's artery. The physician inserted the diagnostic catheter into the patient in a radial approach over the angiographic guide wire. The patient's vessel had severe spasm and trapped the diagnostic catheter into the vessel. The physician attempted to pull back on the diagnostic catheter and became stuck in the vessel. The physician pulled back again and the distal tip, three to four inches long separated from the shaft, however, remained on the guide wire inside the patient's artery. The physician then inserted a snare device and was able to successfully remove the separated tip of the diagnostic catheter from the patient. The patient is reported to be fine. The device is currently in risk management at the account.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject will be performed upon receipt.